Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the inner shaft's distal end was broken off. The device met all material specifications as received. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the base of the shaft of the cutter broke off during the back drilling of the pcl tibial tunnel. It was unflipped and removed; the technique was changed and they drilled a full tunnel to complete the case. Patient is male (B)(6).follow-up investigation: the planned procedure was a pcl graftlink. Surgeon had to manually unflip the broken flipcutter ii to get the device and fragment, from the base of the device shaft, out of the patient, which caused a delay of approximately 20 minutes. No extra unplanned incisions were needed. Surgeon changed technique by drilling a full tunnel. It was the inner sleeve of the flipcutter that broke at the base. All pieces were retrieved from the patient.